Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a broken screen. There is no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that performed by a the cardiosave intra-aortic balloon pump (iabp) had console damage. There was no patient involvement and no harm reported. Getinge field service engineer (fse) tested cardiosave and observed intermittently lower half of screen energizing with white bar. Isolated to defective display and replaced (0160-00-0127). Unit passed all functional and safety tests per factory specifications, returned to customer. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: pn: 0160-00-0127 sn: n/a display top lcd rohs. This part was received with a reported unit failure message of lower half of screen energizing with white bar. Performed visual inspection of these parts received and part looks to be in good condition. Installed the display top lcd rohs into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure and observed white bar on display. Display top lcd rohs passed testing. Fat dept. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) unit has a broken screen. There is no patient involvement reported.